Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e2, e3, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated and ambient temperature pin was repaired by installing a new front end pcb. The fse completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit had ambient temperature pin damage.

Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d10, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h6(health effect ¿ clinical code ,health effect ¿ impact codes) h11.

Event description:
It was reported by a getinge field service engineer (fse) that, the cardiosave intra-aortic balloon pump (iabp) ambient temperature pin was damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2. Corrected fields: e1 (initial reporter, event site email ), e2, e3, e4.